Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water channel was clogged with foreign material, however, the specific material could not be identified as it was unable to be removed. Additionally, the cause for the clog could not be specified. Three attempts were performed to obtain additional information regarding the event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found there was a gap in the adhesive of the bending section, the adhesive of the bending section was worn, the insertion tube was creased, the universal cord was damaged, the objective and light guide lenses were cracked, the instrument channel was scratched, a charged coupled device pixel error occurred, and the electrical safety test was out of specification. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was no flow from the main air/water system of the evis exera iii gastrointestinal videoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the customer complaint was confirmed and the air/water channel was clogged with foreign material that could not be removed. The report is being submitted due to foreign material found clogged in the air/water channel found during evaluation.